Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the pump had no power. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07-may-2018 with the following findings:.during investigation, the black box showed several unexplained pump reboot events. Battery compartment and cap are undamaged and able to fit. Battery cap was fastened and then unscrewed ½ turn with no reboots occurring. The ¿ez-prime¿ steps were performed correctly, no power interruption occurred during the investigation. Unable to duplicate ¿power¿ complaint. Pump¿s cover was removed, no intermittent condition was found to the printed circuit board.